Manufacturer narrative:
Literature citation: brendan p. Lovasik, christopher m. Holland, brian m. Howard, griffin r. Baum, gerald e. Rodts, daniel refai "anterior cervical discectomy and fusion: comparison of fusion, dysphagia, and complication rates between recombinant human bone morphogenetic protein-2 and beta-tricalcium phosphate " mean age (B)(6); 53 male, 31 female. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in the literature titled ¿anterior cervical discectomy and fusion: comparison of fusion, dysphagia, and complication rates between recombinant human bone morphogenetic protein-2 and beta-tricalcium phosphate¿ that 84 patients underwent acdf (anterior cervical discectomy and fusion) surgery during a 2 year period form april 2011 to april 2013 in which rhbmp-2 was used for fusion. The most common indications for surgery were any or a combination of the following: cervical myelopathy, radiculopathy, spondylosis, and anatomic instability. A smith-robinson anteromedial approach was used in all cases; all bone graft supplements were secured fully inside the peek cage or allograft and were combined with autologous bone marrow aspirate and morcelized osteophyte fragments when btcp was used. An anterior cervical plate was applied in all cases. Dosing of rhbmp2 and btcp were approximately 0.5 mg and 1.2 ml per cervical level, respectively. Eleven patients had subsequent cervical spine surgery, with 6 requiring of adjacent cervical levels (4 btcp, 2 rhbmp2), and 5 requiring a later revision of the index-treated cervical level (4 btcp, 1 bmp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.